Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided.